Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event was unable to be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information becomes available, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic aortic valve, implanted for 10 years and 11 months, underwent valve-in-valve procedure due to aortic stenosis. A tavr was successfully completed using an edwards transcatheter valve. No other details have been provided.

Event description:
Edwards received information that a patient with a 19mm aortic valve implanted 10 years, 11 months, underwent valve-in-valve procedure due to severe stenosis in a degenerated valve. A 20mm valve was successfully implanted inside the failing 19mm valve. A completion arteriogram and tee were performed, demonstrating minimal perivalvular leak. The patient was discharged home on pod #5 in stable condition.